Event description:
A (B)(6) male patient's electrode belt was returned for an unrelated issue. As received, the belt's trunk cable connector was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector housing was broken. The connector locking nut was damaged which would prevent the electrode belt from properly securing into the monitor. The root cause for the damaged locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.